Event description:
Complainant alleged that while attempting to monitor a 16-year-old patient (gender unknown), the device failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "self-test failed for defib" was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. The processor/bridge/pace board was replaced as a pre-caution. The device was recertified and returned to the customer. The customer's report of no ECG signal with limb leads was verified and attributed to a damaged ECG cable at the left leg, left arm, and right led leads. The ECG cable was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 16-year-old patient (gender unknown), the device was unable to obtain an ECG signal via electrode pads and failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.